Manufacturer narrative:
H6: investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the barrel of the bd¿ syringe with needle cracked when adding rehydration solution to the patient. The following information was provided by the initial reporter, translated from chinese: "when adding rehydration solution to the child, the 20ml bd syringe cracked".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the barrel of the bd¿ syringe with needle cracked when adding rehydration solution to the patient. The following information was provided by the initial reporter, translated from chinese: "when adding rehydration solution to the child, the 20ml bd syringe cracked".